Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 (mg/dl) at night; cause was unknown. Food, juice, and chocolate was consumed to treat low bg. Additionally, it was reported multiple occlusion alarms occurred. Air bubbles were observed with the tubing. A supply change was performed resolving the issue. Blood glucose was 300 mg/dl.